Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cysto and fulguration. Following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to stress urinary incontinence. Following insertion, the patient experienced pain, extrusion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. The patient underwent removal of exposed suburethral mesh and cytoscopy on (B)(6) 2008 due to vaginal pain and infection. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent collagen injection 2.5 ml syringe x 2 on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, incontinence, burning while urinating, and frequency.